Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm device placement, inadequate fixation, implanting a damaged stimulator, the patient undergoing an MRI procedure, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, not using antibiotics pre-operatively, and the patient not attending the post-op visit have been ruled out as potential causes. Additionally, the site was irrigated with an antibiotic solution before closure. However, the clinical representative noted the erosion was caused by the patient scrubbing the incision in the shower which opened the wound and exposed the lead. It was also noted that the patient has diabetes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due patient non-compliance (touching or picking at wound) as the patient scrubbed the incision in the shower (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing fine and healing nicely.